Manufacturer narrative:
One device was received for evaluation for the complaint that the getting line blocked alarms. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. As received no damage or anomalies were observed. In attempts to replicate clinical use the connector was attached to a 100ml cassette filled with red dye provided by ICU medical and inserted into a cad solis pump. The line was primed with 10 ml. No alarms, leakage or difficulties priming were observed. The complaint of blocked alarm could not be replicated or confirmed. The complaint of leakage cannot be replicated or confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the person with diabetes was concerned that she changed her cassette and just received an alert that her cassette was low. The patient cannot find the source of insulin leak. The interior of the pump was not wet, luer lock tight, and no wetness at the site. The patient denied that cannula was bent. She changed her device after getting line blocked alarms. No line blocked alarms received in the past 24 hours, but glucose has not gone below high. The patient was unable to check blood glucose, did not have ketostix. The operator of the device was the lay user or patient. No patient harm or no patient injury. The event occurred while in use with patient.